Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis event. The root cause of the reported condition of peritonitis was undetermined. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
During a follow-up call for an unrelated alarm, the home patient stated that they were in the hospital at the time for congestive heart failure and experienced peritonitis while at the hospital. The patient stated that the hospital had issues controlling the air flow in his room and felt that something had "got in" while performing pd therapy. The following additional information was obtained by global pharmacovigilance on (B)(6) 2011. In (B)(6) 2009, the patient began treatment with dianeal pd4 ambuflex therapy (2.5l, 4 cycles) ip for automated peritoneal dialysis (apd) and end stage renal disease secondary to diabetes. In (B)(6) 2011, the patient woke up coughing up blood and was taken to the hospital. On (B)(6) 2011, the patient was admitted to the hospital for congestive heart failure. In (B)(6) 2011, the patient had an echogram performed to rule out congestive heart failure and the results were normal. It was not reported whether the patient received remedial therapy. On (B)(6) 2011, the patient was discharged. In (B)(6) 2011, the patient experienced peritonitis manifested by abdominal cramps. The cause of the peritonitis was unknown. The patient began remedial therapy with cipro (500mg, daily for 10 days, orally). In (B)(6) 2011, the patient recovered from the events of coughing up blood, congestive heart failure and peritonitis. Dianeal pd4 ambuflex therapy was ongoing. The consumer did not provide an assessment of causality for the events of peritonitis or congestive heart failure. The nurse did not provide a statement of causality for the events of coughing up blood, congestive heart failure, or peritonitis.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associate lot numbers (gd885293, gd884445) revealed no exceptions during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.